Event description:
It was reported to philips that the pins on the battery pca were damaged. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
It was reported to philips that the pins on the battery pca were damaged. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 7 and 8 were found bent and compressed, while j2 pin 2 was broken.